Event description:
The advocate stated her husband received a high out of range control result of 209 mg/dl on the contour next ez meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. New strips and control were sent. The control solution is to be returned for evaluation.